Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the echo instrument. However, the cell buttons appeared fuzzy. The customer repeated testing using a different lot of indicator cells and equivocal and unexpected positive results were obtained. An immucor field service engineer replaced the camera pcb assembly; realigned the robot to the camera reader. Qc and daily maintenance were performed with acceptable results. The customer performed qc and a type and screen with acceptable results. The instrument is operating within specifications.

Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).